Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the unit is deemed unrepairable. Unit will be scrapped at customer site. Tm will quote customer for replacement. Do not bill customer. No test datasheet required as unit is being scrapped. It was reported that the device display was blank. The reported issue was confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the video laryngoscope's screen was blank but the light to view vocal cords still works. Tried different batteries with the same result. There was no patient involvement.